Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The one-year follow-up CT showed the presence of type ib endoleaks due to both (right and left) iliac limbs disengaging from the common iliac arteries and into the aneurysm sac. The one-year follow-up CT shows that the common iliac arteries have become tortuous as compared to the pre-operative CT; however, no intraoperative or 30-day post-op images were available to assess the deployment location of the iliac limbs at the time of the index procedure. As such, a definitive root cause for the limb disengagement could not be determined. As of the date of this report, there have been no additional sequelae reported. A re-intervention to treat the endoleaks is planned for a later date.